Manufacturer narrative:
Natus medical initiated a field safety corrective action for the neoblue2 as a result of an investigations conducted by natus medical. The customer was emailed the recall notification on nb2 as a part fca under (B)(4). Natus medical replaced the neoblue 2's owned by the customer with nb3 which were delivered to the customer on (B)(6) 2017 as a part of fca. On 24-augt-2017 the customer called and stated they had received the replacement. Natus medical received the defective unit on 11-sept-2017. Further investigation is not required.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their 12 year old device neoblue 2 had low intensity when measured with the olympic bili-meter that was recently calibrated. They could not recall the intensity readings but confirmed it was reading low. There were no leds that were out on the led panel. They also stated that the unit could not be adjusted to specs and inquired of part number and cost for a replacement led panel. They were informed that the nb 2 were no longer supported and would need to be upgraded and the bili-meter was designed to measure the intensity for fluorescent and halogen phototherapy systems. Customer did not mention any patient involvement.